Manufacturer narrative:
The device had blank flashing white lcd due to cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank flashing white lcd.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump would not stop beeping after it was dropped. Blood glucose was 139 mg/dl at the time of the incident. The customer was not able to troubleshoot/self-test due to beep anomaly. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.